Event description:
It was reported that during a diep procedure, the surgeon attempted to ligate a vessel using the device. The clip was applied but the device divided the vessel rather than ligating it. The surgeon was able to control the bleeding and ligate with a suture, with no notable delay to the case. Not aware of the diameter or thickness of the vessel. There were no adverse consequences for the patient.

Event description:
It was reported that during an unknown case, the clips were delivered acrossed. Completed the case with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Product code updated the analysis results found that a different device was received than the one reported. The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.